Event description:
It was reported that shaft break occurred. A 3.00 x 24mm synergy xd drug eluting stent was advanced for treatment. However, the stent delivery system broke during insertion. The device was removed intact over the wire and a different device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
F10 - device codes: removed code for break and added failure to advance. Device evaluated by MFR.: the synergy xd mr us 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage. Stent struts towards the distal end of the stent were stretched and pulled distally, beyond the distal markerband. The undamaged stent outer diameter was measured using snap gauge and the result within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified that the hypotube was severely kinked at various locations along its length. No breaks were present. A visual and tactile examination of the outer and mid-shaft section found no issues. No breaks were present.

Event description:
It was reported that shaft break occurred. A 3.00 x 24mm synergy xd drug eluting stent was advanced for treatment. However, the stent delivery system broke during insertion. The device was removed intact over the wire and a different device was used to complete the procedure. No patient complications were reported. It was further reported that the target lesion was 70% stenosed and was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Additionally, the returned device was a no-cross stent as opposed to a broken stent.

Event description:
It was reported that shaft break occurred. A 3.00 x 24mm synergy xd drug eluting stent was advanced for treatment. However, the stent delivery system broke during insertion. The device was removed intact over the wire and a different device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the synergy xd mr us 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage. Stent struts towards the distal end of the stent were stretched and pulled distally, beyond the distal markerband. The undamaged stent outer diameter was measured using snap gauge and the result within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified that the hypotube was severely kinked at various locations along its length. No breaks were present. A visual and tactile examination of the outer and mid-shaft section found no issues. No breaks were present.